Manufacturer narrative:
Device is a combination product. B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first proximal row; stent struts were lifted. The undamaged crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the shaft found slight kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. As part of the analysis, the device was tracked over a recommended (0.014'') guidewire with no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-may-2017. It was reported that difficulty tracking over wire occurred. The long target lesion was located in the tortuous right coronary artery. A 6f 3.5 non-bsc guide catheter crossed the lesion. A non-bsc guidewire was advanced to cross the lesion. After a non-bsc balloon catheter was advanced to dilate the lesion, a 38 x 3.00mm taxus¿ liberté¿ long drug-eluting stent was selected but the device could not track. The procedure was completed with another of the same device with better angiographic outcome. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.